Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient presented with soreness in bright lights in both eyes and light sensitivity which makes it hard to work three days post lasik. The previously prescribed topical steroid eye drop was increased. The patient was seen in follow up 6 weeks postoperatively and it was noted that the patient's symptoms have resolved. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.